Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that he experienced hypoglycemia while driving and was subsequently involved in a car accident. The customer stated that he was treated at the scene by paramedics, but was not hospitalized. Troubleshooting was performed and the programming was correct. No boluses were recorded in the history on the day of the event. The customer requested that the insulin pump be replaced. Nothing further was reported.